Event description:
It was reported that during an unknown procedure, the clips did not close. The surgeon had to remove them again. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 11/07/2008. Information anticipated, but unavailable at this time.